Manufacturer narrative:
(B)(4).

Event description:
This ra lead and the rv lead dislodged shortly after a pocket revision on (B)(6) 2018; the generator was moved to a more medial position. The physician attempted to reposition the leads on (B)(6) 2018. This ra lead was damaged and replaced. The rv lead was successfully repositioned and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.